Event description:
Obtaining a blood glucose result of 500 mg/dl, while using the suspect device. Based on this result,patient reportedly sought treatment at the hospital. Patient indicated that his blood glucose, when tested on a hospital device, measuered 141 mg/dl. Patient reportedly retested, using the suspect device and obtined a result of 575 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.